Manufacturer narrative:
(B)(4). The product was requested to return for manufacturers laboratory investigation, but has not been received. The investigation is still pending. A supplemental medwatch will be submitted when further information becomes available.

Event description:
According to the customer: pt was accessed for va ecls (veno arterial extra corporal life support) via right femoral artery and right femoral vein in the cathlab. The cardiohelp hls console and 7.0 disposable kit was pre-primed and handed upward to the surgical field for initiation of va ecls support. After appropriate heparin bolus, connection of both cannula, clamps opened, and instructions to initiate ecls support, the perfusionist reported he could not establish forward flow thru the hls disposable. (B)(4).

Manufacturer narrative:
The product was tested with bovine blood in the laboratory of the manufacturer for its o2, co2 transfer rate as well as for its pressure drop behavior at maximum flow. The product was operating according to the acceptance criteria's and therefore passed the test successfully. Based on these results and the information available at this time no device related malfunction could be confirmed. The most probable cause of the incident is unknown. Since the reported failure did not contribute to a death or serious injury and no systemic issue could be determined no corrective action is needed at this time. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time

Event description:
(B)(4).